Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed in the laboratory and was caused by silicone, septum material found within both the a is-1 bi and rv df-1 set screw hex cavities. The silicone prevented full insertion of the torque driver into the hex cavities.

Event description:
It was reported that during explant for eri, the surgeon encountered a set screw issue. The device was rexplaced with no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.